Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. However, a image is provided for a review. The investigation of the reported event is currently underway. H11: d1,d4(product catalog number). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during filter removal procedure through left groin, the device allegedly difficult to remove and detached in the vessel wall with extensive scar tissue. It was further reported that the physician would not be able to perform another procedure as the fractured parts was found into the tissue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the sample was not returned, five fluoroscopy images were provided and reviewed. An inferior vena cava filter that was in place for over a decade was removed from a patient with symptoms that were questionably related to the filter and possible strut migration. The images depict the retrieval of the filter. Some of the struts appear fractured from the filter. Based on the image review, filter limb detachment and difficult to remove issues can be confirmed as the fractured struts were noted to the filter and the filter removed from a patient with symptoms. A definitive root cause for the alleged filter limb detachment and difficult to remove issues could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during filter removal procedure through left groin, the device allegedly difficult to remove and detached in the vessel wall with extensive scar tissue. It was further reported that the physician would not be able to perform another procedure as the fractured parts was found into the tissue. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. However, a image is provided for a review. The investigation of the reported event is currently underway.

Event description:
It was reported that during filter removal procedure through left groin, the device allegedly difficult to remove and detached. It was further reported that the another procedure is not required as the fractured parts was found into the tissue. There was no reported patient injury.